Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was then applied and the balloon deflated fully. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination observed tip damage. This type of damage is consistent with excess force being applied as a result of meeting resistance when attempting to cross a lesion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Bsc ID: (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula in the radial artery. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, upon the first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula in the radial artery. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, upon the first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.